Event description:
Initial glucose result of 9 mg/dl, repeat of same sample 70 mg/dl. Initial vancomycin result of 52.4 ug/ml, repeat of same sample 10.7 ug/ml. No information provided to determine if results were used to guide therapy. The field service representative determined the reagent probe was defective. The instrument was repaired. Performance check tests were performed and were within specification.